Event description:
(B)(4).

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med ab ltd. As of (B)(4) 2010, the number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted. Additional information will be provided upon conclusion of the manufacturer's investigation.